Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was in the hospital due to pain. Imaging confirmed that the implantable pulse generator (ipg) slightly migrated in the pocket, and it was unknown if intervention was provided. No further information could be obtained despite good faith efforts.